Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has showed irregular out-of-range shock impedance measurements. Technical services (ts) reviewed the shock impedance trend and believed the shock impedance increase was patient related, as there is not a clear trend increase and there were no other signs like noise or high frequency detection. Anyhow, ts recommend troubleshooting for lead impairment. This crt-d remains in service and no adverse patient effects were reported.